Manufacturer narrative:
(B)(4). Information was not provided by the contact. Batch # m9359t the device was received with the top of the I-blade upper tip broken off not returned. The device was connected to the generator and it was recognized. Because the I blade was damaged not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic hysterectomy, the I-blade of the upper jaw side was broken off soon. The broken piece was retrieved from the patient with a forceps. No pieces were left inside the patient. The broken blade was discarded in the hospital. Another device was used to complete the case. There were no adverse consequences to the patient.